Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt's device was replaced due to a problem during an implant. During a procedure to implant two new extensions and a new implantable neurostimulator (ins), the pt's health care provider (hcp) attached the new extensions to the new ins, and impedance readings were > 10,000 ohms. The hcp removed the extensions, cleaned them off, and reinserted, with similar impedance results of >10,000 ohms. It was stated that the hcp "could see that the electrodes were not lined up." It was stated the extension "would not slide all the way in, and the number fifteen electrode could be visualized outside of the header block." The hcp attempted to loosen the set screw further, with no success. Impedances were checked on the extensions with another device, and they were within normal ranges. It was decided to use a different device. The extensions were attached to the new device without any problems. Therapy was restored and the pt recovered without sequela. Additional info has been requested, a f/u report will be sent if additional info becomes available.